Event description:
On 31 may 2025, senseonics was made aware of an incident were reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Upon review, no further actions are needed as per dms, the user is not using the system since on (B)(6) 2025.

Manufacturer narrative:
The user reported discrepancies between sensor glucose readings and glucometer measurements. During this period, the user also reported an infection at the sensor insertion site (reported under MFR#3009862700-2025-00915) and was taking antibiotics (prescribed for four days), a mood stabilizer, and birth control. It is likely that the infection potentially contributed to the observed discrepancies. A review of sensor data in dms indicated that the user had stopped using the system since (B)(6) 2025, and the user remained unresponsive to further follow up attempts. No additional information could be obtained. B4. Date of this report 29 august 2025. G3. Date received by the manufacturer? 29 august 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.